Event description:
After injection with pen needle, consumer reported needle stayed in the injection site. Consumer went to emergency room and doctor tried to remove it but he could not. Operation was scheduled in 2009.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.